Manufacturer narrative:
G4 - additional premarket / 510(k): p090003.

Event description:
It was reported that stent moved on balloon. A 9.0x60x75cm express ld iliac / biliary stent balloon expandable was selected for treatment. During the procedure, the stent moved on balloon. No patient complications were reported.

Event description:
It was reported that stent moved on balloon. A 9.0x60x75cm express ld iliac / biliary stent balloon expandable was selected for treatment. During the procedure, the stent moved on balloon. No patient complications were reported.

Manufacturer narrative:
G4 - additional premarket / 510(k): p090003.